Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips came out together and clips slipped inside the patient's abdomen. It was reported that the device was removed in its entirety. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1600165 was manufactured on 04/11/2016 a total of 288 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n 543965 auto endo5 ml lot# 73h1800240, samples were functionally inspected (fired) and issue reported "slippig of clips inside abdomen" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the clips came out together and clips slipped inside the patient's abdomen. It was reported that the device was removed in its entirety. The patient's current condition is unknown.